Manufacturer narrative:
The alleged broken c9241 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame 52,022 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use of the handpiece, the user is advised the following: precautions: ·do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c9241, was being used during a knee arthroscopy procedure on (B)(6) 2020 when the shaver broke. During the procedure, the doctor was using the shaver, at some point the shaver stop spinning. The doctor removed the shaver to inspect it. The inner shaft was found broken with no fragmentation. An alternate same-like device was then used to complete the procedure causing a 10-minute delay. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.